Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the device (v500) passed the device and circuit checks and after some time (1-4 hours) the flow sensor calibration was unsuccessful and the v500 vibrates and displays the alarm ¿inaccurate flow sensor measurement'. There were no patient consequences reported.

Manufacturer narrative:
The logfile of the affected device and a picture of the affected cable harness spirologsensor were provided and analyzed for the investigation. Already existing data of investigations of previous complaints were considered as well. Based on the investigation results the reported event could be confirmed and the root cause was identified to be a signal/contact issue in the flow measurement caused by a faulty cable harness spirologsensor. The measurement of the expiratory flow is being used for control and monitoring of the ventilation. In case the connection to the flow sensor is lost, the device generates a visual and audible alarm. In case the delivered flow deviates due to this issue, the device generates a visual and audible alarm as soon as the set alarm limits for pressure, volume or leakage are exceeded. The device reacted as specified to a detected deviation regarding the flow measurement and generated a corresponding alarm in order to alert the user of this deviation. Other than reported the affected cable harness spirologsensor was identified to be revision 8. A new revision of the cable harness flow sensor has been developed with improved contacts and is available as a spare part. The affected cable harness spirologsensor needs to be replaced.

Event description:
It was reported that the device (v500) passed the device and circuit checks and after some time (1-4 hours) the flow sensor calibration was unsuccessful and the v500 vibrates and displays the alarm ¿innacurate flow sensor measurement¿. There were no patient consequences reported.